Manufacturer narrative:
H6 medical device problem code a0401 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
Added: d3 corrected: h3 the cause of the introducer damage was most likely use-related based on the clinical details about the dilator not being locked onto the sheath during insertion and the confirmed damage on the returned product.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. The 14 x 25 peel away sheath peeled away from the dilator upon insertion. The patient did have very tortuous anatomy. This may have happened because the dilator was not twisted on properly to lock in to place. It is possible the dilator was pushed back on insertion causing the sheath to become separated as it went through the skin. The procedure outcome was successful and no patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.